Manufacturer narrative:
It was initially reported that the scale was inaccurate due to faulty load cells. Follow-up submitted as further investigation determined the scale was inaccurate and the bed exit was not alarming due to the scale/bed exit not being zeroed or calibrated properly.

Event description:
It was reported via repair work order that the scale was inaccurate due to faulty load cells. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale was inaccurate due to faulty load cells. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.